Manufacturer narrative:
The actual device was returned to the MFR for physical eval and the complaint is confirmed. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt was in fill two of treatment. Upon removing the tubing set from the cycler, fluid was found behind the cassette inside the cycler compartment. Pt had no ill effects. Sample is available.